Manufacturer narrative:
Investigation, including root cause determination, is in progress.

Event description:
Surgeon reported a female patient had surgery during q4 2004; presented in 2007 with a corneal abscess centered on a stitch, which resulted in endophthalmitis. (The surgeon systematically places one stitch at the end of surgery and generally does not remove it unless it bothers the patient.) The patient was hospitalized and intensive antibiotic treatment was prescribed. Following treatment, the endophthalmitis resolved. In 99.8% of cases, alcon sutures are used, therefore, the surgeon cannot be 100% certain that an alcon suture was used in this case. There is no traceability of suture reference and/or lot numbers in the patient's file. Additional information has been requested.